Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that during a mtp (metatarsophalangeal) fusion, while inserting the locking screw (2.7mm ti locking screw, variable angle) the surgeon noticed pieces of the metal stripped from the screw. It was undetermined if the piece stripped from the screw head or screw shaft. All pieces were retrieved, surgeon competed procedure with no further problem.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.